Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via direct aortic approach due to severe peripheral disease, the valve was deployed 80% when an echocardiogram revealed a good depth. Prior to paddle release, images revealed the valve dislodged distal favoring the left ventricle position. An angiogram and transesophageal echocardiogram (tee) showed moderate-severe paravalvular leak (pvl). A second valve was implanted at a higher depth and reduced the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.